Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump failed volume testing high three times with two different cassettes attached. No patient involvement.

Manufacturer narrative:
B5: additional information received and attached by ICU medical on (B)(6) 2022: no patient involvement. H6: event problem and evaluation codes: updated after additional information received.

Manufacturer narrative:
Other text: device evaluation: one device was returned and visual inspection revealed smiths tamper seal label was missing. Worn out and scratches on lcd lens screen. After running three accuracy tests, reported problem regarding failed delivery accuracy was able to be duplicated. The pump was found to be over-delivering to the manufacturing specifications. The expulsor was replaced in order to bring the delivery into more nominal of a range.